Manufacturer narrative:
(B)(4). Evaluation summary: the analysis of the returned components body of the device, handle to foot function, guide tube, needle guide, bridge, suture bearing, exit ramp and sheath were normal, there was no indication of a product quality deficiency that would contribute to the reported cuff miss. Based on the evidence found on the returned device, the posterior cuff was missed and the anterior cuff detached from the needle tip which was a direct result of the posterior cuff miss. Because the needle did not engage the posterior cuff, the cuff was not ejected from the foot. When the plunger was removed from the device, the link was held on one end by the posterior cuff in the foot pocket while being pulled on the other end by the withdrawal of the plunger. This resulted in the anterior cuff detaching from the needle. There was no needle strike mark on the anterior and posterior foot. During the investigation, the plunger was reinserted to test the needle trajectory, needle depth and push mandrel travel and the results were acceptable. Based on the investigation findings, the most probable root cause for the posterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device during needle deployment. There were no manufacturing or quality deficiency detected that could have contributed to the reported incident. A cuff-miss can be influenced by many factors, including, but not limited to; manufacturing, failure to position and maintain the device at a 45 degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, deployment in challenging anatomies (e.g. Heavy calcified arteries, morbidly obese patients, etc.), aggressively deploying or removing the plunger and/or inadequate positioning of the foot against the arterial wall. A review of the finished product lot history record did not reveal any non-conforming material records associated with this lot.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, a cuff miss occurred. Manual compression was applied to achieve hemostasis. There were no reported adverse patient sequelae. Though requested, no additional information was provided.